Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported their blood glucose (bg) level rose to 370 mg/dl between 36 and 48 hours of wearing the pod. The patient reportedly administered boluses that had no effect on their bg levels. The pod was removed from the pod site on their abdomen and nothing unusual was noted, the cannula appeared normal. The patient further stated that they sometimes notice a little knot at cannula insertion site, and they have experienced scars.